Event description:
Reporter alleged erratically high blood glucose readings of 388 mg/dl at 5:27 pm, 266 mg/dl at 5:28 pm, and 400 mg/dl at 5:29 pm. It was stated the customer did not have any symptoms at the time, so changed to different test strips which measured 143 mg/dl at 5:32 pm and 145 mg/dl at 5:32 pm. No actions were taken or treatment received reportedly as a result. A request had been made for the return of the suspect device and replacement product was sent.